Event description:
Pt mentioned they had a nuvectra spinal cord stimulator implanted prior to their current device and it failed about 6 months ago and was replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).